Event description:
The pt underwent a rotablator procedure using a 9 fr sheath. The cardiologist attempted arteriotomy closure with a prostar xl 10 fr pvs device. Marking was difficult and obtained after flushing the marker port three times during the process. Resistance was met on needle deployment. Needle back down was successful as confirmed on fluoroscopy. The cardiologist chose to redeploy. One needle did not present on redeployment. Needle back down was not successful on the second attempt. The pt was sent for surgical device removal and primary closure of the arteriotomy. Surgery was successful and the pt was doing fine.